Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-00445 it was reported that rotawire fracture and vessel perforation occurred. The target lesion was located in the mildly tortuous and severely calcified the right coronary artery (rca). A 1.50 mm rotalink plus and a 330 cm rotawire were selected for use. During procedure, it was noted that the rotawire was sheared off subsequently causing the burr to perforate the blood vessel. The distal tip of the rotawire was unable to be retrieved due to the perforation. A new wire was utilized and a stent was used to cover up the perforation. There were no further patient complications reported and the patient's condition was fine.